Event description:
User alleges that after procedure was completed, and catheter was withdrawn, they noticed that the tip was missing and was able to retrieve it from the patient. No adverse effect no patient.